Manufacturer narrative:
The reported event of dislodgement was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 2.9 cm to 3.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-16246. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. During the procedure, while extracting the atrial lead, the right ventricular - rv lead dislodged. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.